Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is deformed at its distal end, i.e. Several struts are lifted, everted, elongated and twisted. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the deformed stent struts were initially crimped on the balloon. Outside of the deformed zone, the crimped diameter of the stent still complies with the specification. The balloon is well folded and shows no signs of inflation. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a lesion (no lesion details were provided) in an unknown vessel. It is unknown if the target lesion was pre-dilated. During the use of the affected device a stent deformation was identified.